Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the second firing the surgeon fired a black load. After firing the reload the surgeon noticed that the staples were not formed. It appeared that on the patient side of the transection no staples formed in tissue. On the specimen side some staples did form. The knife blade made a full progression and reversed on its own. The surgeon stated that it looked like it just cut tissue but didn't staple tissue on the patient side of the transection. The surgeon had to take another reload and like device and staple closer to the bougie. This staple line looked good. The surgeon progressed with firings for a sleeve gastrectomy. The case was completed successfully with the leak test passing. There were no adverse consequences for the patient.